Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, there was data loss from the receiver while patient was at school. Data was able to be viewed from earlier that day through studio; however, the receiver screen had no data for previous hours. The receiver started working and operating normal again. No additional event or patient information is available.